Event description:
Information received indicates the hi/low function continues to drift when it is being lowered.

Manufacturer narrative:
The technician found debris on the hi/low drive. The technician cleaned the hi/low drive assembly to repair the bed.